Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. History was downloaded successfully using thump software. However, the long trace history file confirms pump error 15 alarm on 01/20/2026 15:48:09:000 pm and pump error 23 on 01/23/2026 15:48:11:000 pm and pump error 53 alarm variable 15 on 01/23/2026 17:19:53:0000 pm due to moisture damage on electronics. The unit p-cap / test reservoir locks in place properly. Unit received with damage cracked case at battery tube side. Unit was confirmed for pump error 23 alarm and pump error 15 alarm and pump error 53 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm), and pump error 53 (software error detected). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm but was unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.